Event description:
No new information.

Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert was reported. The event was confirmed. Method & results -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of medical records with a clinical consultant indicated "confirmation of event: I can confirm that the patient underwent both a primary right total knee arthroplasty and a manipulation of that knee since I was able to review the operation reports and x-rays including a five-year follow up x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of arthrofibrosis requiring manipulation under anesthesia are multifactorial including surgical technique in the way that the implants are sized, positioned and aligned, as well as whether or not proper kinematics of the knee were restored. Patient factors including the ability to follow postoperative instructions with physical therapy plays a role, as well as the patient¿s activity level, lifestyle and bmi. Additionally there are patients who are genetically prone to scar formation. With the information provided, I would not assign any causality to the implant itself." -device history review: could not be performed as lot code information was unknown. -complaint history review: could not be performed as lot code information was unknown. Conclusion: a review of medical records with a clinical consultant indicated "confirmation of event: I can confirm that the patient underwent both a primary right total knee arthroplasty and a manipulation of that knee since I was able to review the operation reports and x-rays including a five-year follow up x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of arthrofibrosis requiring manipulation under anesthesia are multifactorial including surgical technique in the way that the implants are sized, positioned and aligned, as well as whether or not proper kinematics of the knee were restored. Patient factors including the ability to follow postoperative instructions with physical therapy plays a role, as well as the patient¿s activity level, lifestyle and bmi. Additionally there are patients who are genetically prone to scar formation. With the information provided, I would not assign any causality to the implant itself." If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The following devices were also listed in this report: device name# triathlon ps fem component cemented; cat# 5515-f-402; lot# unknown device name# symmetric patella; cat# 5550-l-399; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Subject had a right tka which was followed by an mua for arthrofibrosis. Stryker component lot numbers are not available for the femoral and tibial components. As noted in mua op report: patient presented to the orthopedic clinic with stiffness s/p tka despite adequate pain control and pt.